Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned devices found that they are not in their original packaging. Two insertion devices and an empty tendon staple box were returned. The insertion devices are intact and have no damage to the retrieval and delivery prongs at the distal end. A functional assessment of the devices found that both are able to appropriately retrieve and deliver tendon anchors from a reference puck. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the tendon anchors are implantable, biocompatibility is not an issue. The patient impact beyond local irritation/discomfort, micromotion and/or migration cannot be determined. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair procedure, after implantation of the regeneten tendon anchors, when surgeon tried to pull the tendon stapler out of the body, the tendon anchors came off the body and there were left floating in the patient. The same problem occurred with four tendon anchors included in one package. The procedure was completed with 10 minutes delay using the same device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).